Manufacturer narrative:
Updated fields: b4,b5,d4,d9,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11 corrected fields: e1 (initial reporter) esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer turned the pump off to stop the noise but still had a system over temp alarm when it was turned back on. Personnel recommended switching out the cardiosave and sending the pump to biomed. The customer had someone else bring another pump to the bedside, and personnel remained on the line while the patient was placed on the second cardiosave without issue.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra-aortic balloon pump (iabp) had a loud screeching sound with a system over temp alarm. Pump turned off to stop the noise but still had a system over temp alarm when they turned it back on. There was no harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a loud screeching sound with a system over temp alarm. Pump turned off to stop the noise but still had a system over temp alarm when they turned it back on. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.